Manufacturer narrative:
Date of event: exact date unknown, event occured about 5 years ago. Explant date: explanted about 5 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 15568019. Product family: scs-ipg-r upn: (B)(4). Model: sc-1110-02 serial: (B)(4). Batch: 15615624.

Event description:
It was reported that the patient was experiencing shocking sensations described as being electrocuted on the inside whenever the patient would move. The issue was not resolved despite multiple reprogramming's done. The patient underwent an explant procedure and upon the removal, the physician found that a couple of wires off the lead wires seemed to have been broken or severed. No further information could be obtained despite good faith efforts.